Event description:
While transferring a resident, her right leg received a skin tear. The calf pads had been lifted up. The nuts and screws protruded. Her leg was scratched by the protruding nuts and screws. Rptr called the co and they are researching a different type of nut to cover the screw.